Event description:
It was reported that dressing does not stick well and peels off after application.

Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no lot numbers have been made available and no sample was received for evaluation. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. If a sample is received, we will make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.